Event description:
It was reported that during a follow-up visit the stored electrogram indicated the v-v short interval counts (sic) and non-sustained ventricular tachycardia count triggered lead integrity alert (lia). Abnormal right ventricular (rv) lead impedance was also reported. The lead was turned off and the patient was fitted with a lifevest until the rv lead replacement procedure. During the replacement procedure it was also reported that there was noise. The ( ) was partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076-52 lead, (B)(6) 2008. (B)(4).